Manufacturer narrative:
A manufacturing / product investigation was performed ¿ a visual inspection at the supplier captured the rear bit stuck to the tensioner. Rear bit was removed for further inspection. This took much force to disengage. The spring plungers were deformed, but still functioned properly (able to push them in). It is unknown if this force to disengage caused the spring plungers to deform. Hex feature on the cam shaft was within print specifications. Hex feature on the housing was within print specifications. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event the (B)(6) as follows: it was reported that during the cleaning process, both devices became stuck together and could not be separated. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.